Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d154vwc, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008; product ID: ilxch151585, abdominal stent graft, implanted: (B)(6) 2009; product ID: ilxch1212115, abdominal stent graft, implanted: (B)(6) 2009; product ID: bfxch2615165, abdominal stent graft, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the ventricular thresholds were elevated. There was concern for battery drain so the right ventricular (rv) lead was capped and replaced and the implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.